Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 26mm sapien 3 valve was deployed with -2ml contrast solution than nominal volume, then the valve was post-dilated with nominal volume. After post-dilation, ventricular fibrillation developed. Dc shock was given but unsuccessful. The patient was in cardiac arrest and percutaneous cardiopulmonary support (pcps) was introduced in addition to cardiac massage. As the condition did not improve, valve dysfunction and/or coronary artery occlusion were suspected. Aortography did not show the left coronary artery (lca) due to the cardiac arrest. Coronary angiography with a pci catheter confirmed a patency in the lca. The cause of the cardiac arrest was determined to be a ¿valve dysfunction¿ and the valve-in-valve was performed. The heart began to move after administration of epinephrine with cardiac massage. The patient left the operating room with pcps weaning off and confirming the consciousness.

Manufacturer narrative:
The device was not returned for evaluation. In addition, no device photographs, videos or imagery relevant to the reported events were provided. A device history review (DHR) was performed and the work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint events. A lot history review did not reveal any additional complaints related to ¿valve ¿ regurgitation-central leak¿, ¿leaflet ¿ motion restricted ¿ in patient¿ or ¿leaflet ¿ inadequate coaptation-in patient¿. A review of complaint history revealed that the complaint occurrence rates did not exceed the august 2018 control limits for trend categories ¿leaflet motion restricted (in patient)¿ and ¿regurgitation¿. No instructions for use (IFU) or training deficiencies were identified. Manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. Due to the device and/or relevant imagery/video not being returned for evaluation, the complaints for ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation central leak¿ were unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is unlikely that a manufacturing defect or device malfunction contributed to the events. Per the IFU, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve implant (tavi) procedure. The patient and/or procedural factors discussed below can all contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic regurgitation. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. There are several potential patient and procedural factors that alone or in combination can contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet damage due to post-dilatation, leaflet impingement in a calcified valve or by a guidewire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances, this can be overcome with trouble shooting, which includes blood pressure recovery or support. Due to the unavailability of patient information, imagery, or the relevant device, the above root causes, although possible, are unable to be confirmed. As reported, after the initial deployment, ¿the valve was post-dilated with nominal volume.¿ training materials state, ¿risks of post-dilatation include central ar.¿ therefore, the leaflet could have been damaged during the post-dilatation process resulting into central ar. Additionally, it is possible that the cardiac massage could have deformed the thv frame or shifted its position within the native annulus, resulting in central ar. There is insufficient information to determine a root cause; however, available information suggests that procedural factors (post dilation/cardiac massage) may have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation central leak¿ were unable to be confirmed. Available information suggested that procedural factors (post dilation/cardiac massage) may have contributed to the complaint events. Since no manufacturing/product non-conformances were identified, no labeling or IFU/training inadequacies were identified, and review of the complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for the applicable trend category, neither a product risk assessment nor corrective or preventative action was required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.